Event description:
It was reported that during a faraview procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. The sheath was prepared as prescribed. When aspirating the sheath lock, visible air bubbles kept coming in the sheath. The sheath was replaced and procedure was completed with no patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of air ingress. During product analysis, the device passed all test performed, showing no evidence of the reported failure. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: visual inspection of the device noted that no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath successfully passed all leak and aspiration testing. Microscopic evaluation of the hemostatic valves identified no defects, and no abnormalities were observed. Inspection of the remainder of the device presented no other damage or irregularities. Risk assessment: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. No problem detected, the sheath passed all leak testing and microscopy did not reveal any damage to the valves. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a faraview procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. The sheath was prepared as prescribed. When aspirating the sheath lock, visible air bubbles kept coming in the sheath. The sheath was replaced and procedure was completed with no patient complications.